Event description:
The customer reported that during a plasma exchange (plex) procedure the patient with kidney transplant complications had a severe allergic reaction that entailed itching, scratching of throat, coughing and tongue swelling. The patient was given a benadryl 25 mg IV push prior to starting the plasma exchange and another dose of 25 mg benadryl IV and hydrocortisone 100 mg IV for the reaction. Per the customer, prior to the procedure the patient was alert and oriented with no complaints. The patient is currently reprorted as "stable" and getting her plex treatments as outpatient. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that during a plasma exchange (plex) procedure the patient with kidney transplant complications had a severe allergic reaction that entailed itching, scratching of throat, coughing and tongue swelling. The patient was given a benadryl 25 mg IV push prior to starting the plasma exchange and another dose of 25 mg benadryl IV and hydrocortisone 100 mg IV for the reaction. Per the customer, prior to the procedure the patient was alert and oriented with no complaints. The patient is currently reported as "stable" and getting her plex treatments as outpatient. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.